Event description:
Caller reported a malfunction on pump. There was no reported adverse impact to the customer. The customer declined troubleshooting from tandem technical support regarding the issue. The pump was replaced to resolve the issue, and the customer will use current pump or multiple daily injections (mdi) for insulin therapy until the replacement arrives.